Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient remotely sent a merlin.net transmission. Upon review, the device delivered inappropriate therapy due to noise. Lead fracture caused by clavicular crush was observed via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4). Mandatory medwatch report was received.

Event description:
It was reported that noise was observed on the ventricular lead. The patient was asymptomatic. Pacing inhibition was noted. It was suggested to replace the lead. No further information is available at this time.

Manufacturer narrative:
(B)(4).